Event description:
It was reported that an asymptomatic patient presented in the emergency room after feeling the patient notifier and received multiple inappropriate shocks. It was noted that both the atrial and right ventricular leads exhibited noise. The right ventricular lead exhibited high pacing lead impedance, r-wave amplitude variation, high capture threshold. The atrial lead exhibited far r-wave oversensing and intermittent capture. Possibility of atrial lead being dislodged was also discussed. The device was reprogrammed. No further information was available.